Event description:
Information was received from a patient who was implanted with a neurostimulator indication for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient had experienced a loss or change of therapy. She was traveling and on (B)(6) 2016. They made her go through the security screening devices. After that she probably didn't have a bowel movement for a week and didn't have a normal bowel movement for 10 days. On (B)(6) 2016, she had 6 episodes in one day and yesterday she has a normal bowel movement. Patient said for the last 2-3 days, she has had good bowel movements. She changed the program this morning and was more comfortable. The result of the call was issue already resolved. Patient also mentioned she has a hemorrhoid problem but the doctor said that had nothing to do with the neurostimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.